Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that she was in a diabetic coma at time of her admission. Troubleshooting was performed, and the customer was unsure if the drive support cap was flush or sticking out. Reviewed the programming and advised the customer that the date she set after changing the battery is incorrect. Checked the alarm history and found several no delivery, low reservoir, and auto off alarms. Further testing could not be performed as customer was off the insulin pump due to the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.